Event description:
It was reported that, during unknown procedure, early in the start of procedure, the blade was broken while using the device for esophageal abdomen procedure. The doctor did not have memory of the touching any metals. The device could be used early in the start of procedure. In the middle of procedure an error occurred but the procedure was completed without recovery. At the end of procedure, a nurse noticed that the device had been broken. The broken piece was shown on the x-ray and it has been explained to the patient. The doctor thought it was risk for searching a small broken piece, so the operation was finished leaving the piece in the patient. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. D4 batch #: unknown. Additional information was obtained: surgical method was thoracoscopic surgery-esophagectomy. The patient is stable. In the event description states: the broken piece was shown on the x-ray what efforts were made to locate the pieces of the blade during the procedure? Taking x-rays. Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? No. Was there any change in the patient care as a result of this event? No. What is the current patient status? The patient is stable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2024. D4 batch #: x70499. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number x70499, and no non-conformances were identified.